Event description:
Same case as MFR ID#: 2134265-2011-03503. It was reported that post a stenting treatment procedure, stent thrombosis occurred. The patient had one 2.25mm ion stent implanted along with one unknown size ion stent implanted overlapping in an unknown vessel. It was reported that angiographically the device was under dilated. About 2 weeks later, the patient presented with stent thrombosis. Intravascular ultrasound was not performed. The patient was treated with inflation of a 3.0mm nc quantum balloon inflated to 20atms. The patient is "fine". The physician commented that he had "reservations" about the patient's compliance with his plavix.

Manufacturer narrative:
Device is combination product. Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).